Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the existing reservoir migrating out of its original space and being visible under the skin at the groin in the right side. The existing device was still functioning as designed. During the procedure the existing reservoir was removed and replaced. After the connections were made the device was working with no issues. There were no issues to report regarding patient status. It was further reported that there were no patient associated harms with the migrated reservoir. The new system was functioning as designed with no issues or complications to report. No more information available at the moment. Should additional information become available, it will be provided.